Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirted out of the insulin pump. The rewind was slower. The insulin pump alarmed motor error and no delivery. The screen was scratched. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed. Stripped battery cap coin slot noted.